Event description:
The physician noticed when advancing the spider over the wire it was very tight and could not advance any further so the guide sheath was removed with the spider and wire together. When the physician removed the catheter from the guide and pulled the wire out the wire sheared completely off on the back table. The physician rewired and used another spider to complete the procedure without any problems.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted. Evaluation of the returned device on march 4, 2015 found the spider wire was damaged and was fractured at the flattened distal section (B)(4).

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, fo llowing medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4)